Manufacturer narrative:
(B)(4). Method: no product returned from user facility. Results: customer complaint could not be confirmed.

Event description:
Healthcare professional reports: protime system inr 9.9. Unspecified reference systems inr 4.9. Pt therapeutic range 2.0 - 3.0 inr. No report of adverse events, serious injury, or intervention.